Manufacturer narrative:
Block d4 and h4: the complainant could not provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: mdrf device code a0413 captures the reportable event of an inner silicon ring found inside the patient.

Event description:
It was reported to boston scientific corporation that an autocap rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024 for the treatment of bile duct occlusion. At the end of the procedure, a plastic stent was placed in the common bile duct. Upon deployment of the plastic stent, one of the inner silicon rings of the autocap was found inside the patient. The silicon ring was retrieved using forceps without issue. The procedure was completed using the original autocap. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: block b5(describe event or problem) and block h6(device codes) were updated based on the additional information received on february 06, 2024, and march 04, 2024. Block d4 and h4: the complainant could not provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: mdrf device code a0413 captures the reportable event of an inner silicon ring found inside the patient. Block h11: additional information: block b5(describe event or problem) and block h6(device codes) have been updated based on the additional information received on february 06, 2024, and march 04, 2024. Additional information: block b5(describe event or problem) has been updated based on the additional information received on april 02,2024.

Event description:
It was reported to boston scientific corporation that an autocap rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024 for the treatment of bile duct occlusion. At the end of the procedure, a plastic stent was placed in the common bile duct. Upon deployment of the plastic stent, one of the inner silicon rings of the autocap was found inside the patient. The silicon ring was retrieved using forceps without issue. The procedure was completed using the original autocap. There were no patient complications reported as a result of this event. Additional information received on february 06, 2024 and march 04, 2024: a lubricant was not applied to the top of the autocap before use and the plastic stent used on the procedure was an advanix biliary stent. The upn and lot number are unknown however, the procedure was completed with the original stent. Additional information received on april 02, 2024: the endoscopist does use the orange barb flap cover.

Event description:
It was reported to boston scientific corporation that an autocap rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024 for the treatment of bile duct occlusion. At the end of the procedure, a plastic stent was placed in the common bile duct. Upon deployment of the plastic stent, one of the inner silicon rings of the autocap was found inside the patient. The silicon ring was retrieved using forceps without issue. The procedure was completed using the original autocap. There were no patient complications reported as a result of this event. A lubricant was not applied to the top of the autocap before use and the plastic stent used on the procedure was an advanix biliary stent. The upn and lot number are unknown however, the procedure was completed with the original stent.

Manufacturer narrative:
Block h2: block b5(describe event or problem) and block h6(device codes) were updated based on the additional information received on february 06, 2024, and march 04, 2024. Block d4 and h4: the complainant could not provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: mdrf device code a0413 captures the reportable event of an inner silicon ring found inside the patient. Block h11: additional information: block b5(describe event or problem) and block h6(device codes) have been updated based on the additional information received on february 06, 2024, and march 04, 2024.